Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet while the dexcom mobile app continued to display glucose readings, indicating the sensor-transmitter system was functioning and the issue was limited to pairing with the ilet. Symptoms included no adverse clinical effects and no changes in blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and education consisting of bluetooth toggle, device restart, and re-entry of the pairing code, after which the device initiated the pairing process. Investigation of this case revealed a connectivity or pairing issue between the ilet and the dexcom g7 rather than a sensor failure, with function restored to the pairing workflow following user-guided steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity pairing difficulty.